Manufacturer narrative:
The batch record review did not reveal any indication on a deviating quality profile for this batch. No events or deviations were reported. All in-process controls corresponded to the specification. (B)(4) .

Event description:
A customer reported a healthcare worker (hcw) received a peroxide burn to their finger while removing the packaging from a sterrad® 100nx cassette that appeared to be leaking. The healthcare worker was not wearing gloves. The hcw rinsed the affected area with water, then was seen in the emergency room where an ointment was applied. The symptoms lasted approximately one week and is reported to be doing ¿good.¿ the hcw did not miss any work due to this event. There are no serious injuries reported with this event; however, this event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch record, lot trending, and system risk analysis (sra). Trending analysis by lot number was reviewed from 02/23/2017 to 08/22/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The sterrad® 100nx cassette was not returned for functional testing. There is insufficient information to determine an assignable cause of the leaking cassette/indicator not changing correctly (remaining white) as the customer did not return the product for further evaluation. The issue of human contact with h202 is due to user error. The hcw was not wearing personal protective equipment (ppe) while handling the cassette. The customer was re-trained on proper handling of cassettes and advised to always follow the instructions for use (IFU). The issue will continue to be tracked and trended.